Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and was not sensing. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.